Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level 500 mg/dl. Customer stated that the cannula on the infusion set was bent. Customer was assisted with troubleshooting for cannula bent. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.